Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise and low impedance were confirmed. The root cause was traced to an anomalous hybrid component.

Event description:
One day post implant, noise was observed after performing the dft test. Upon interrogation, low impedances were observed. X-ray showed that the lead may not be fully seated in the header of the device. The lead was tested and no anomaly was found. After reconnecting the lead to the ICD, the same issue was observed. After replacing the ICD, normal function was observed.